Event description:
It was reported that while interrogating new devices the programmer generated a system error. Though the system was rebooted several times to clear the print queue, the interrogation of different devices resulted in the same error over several attempts in a two hour period. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to replicate the customer experience of a generated error during attempted interrogations, however, it was noted that errors were found in the error log. It was also noted that the system fan was noisy and that the tabs on the power cord bay door were broken. The hard drive was reconfigured and the software reloaded, and the system fan and power cord bay door were replaced to resolve.